Event description:
It was reported that the patient's left ventricular (lv) lead exhibited far p-wave over-sensing resulting in pacing inhibition. Muscle stimulation was also noted. Programming changes were made to resolve the issue. There were no patient consequences.